Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; installing the implant too deep.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2020 where two implants were installed on each side. The patient complained of right side radicular pain following the initial procedure. The surgeon determined that the right side caudal positioned implant was impinging on the neuroforamen. One week after the initial procedure, the surgeon performed a revision procedure where he pulled back the right side caudal positioned implant approximately one centimeter to relieve the impingement. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.